Event description:
The customer reported that an 840 ventilator had a blank screen. The customer reported to have replaced the gui cpu pcb. The covidien customer support engineer (cse) was only authorized to upload the software. The ventialtor passed all testing.